Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia, blood glucose (bg) reaching above 600 mg/dl. Patient was wearing the pod for 36 to 48 hours on the arm. Patient had difficulty catching breath, chest pain, nausea, vomiting, and weakness as well. At the hospital the patient was provided with 12 units of insulin through intravenous therapy and that is when her blood glucose levels began to go down. The device was thrown away. The patient's blood glucose history is as follows: time, bg(mg/dl): (B)(6) 2019- (B)(4). Saturday ((B)(6)) morning at 5-6am is when she went to the ER.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. The downloaded data returned an alarm, indicating that a command was not received when the previous command had mctf bit set. Investigation found no defects or deficiencies that would contribute to the associated error code.